Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the physician believes that cause of the reported death was due to pt condition.

Event description:
During a difficult ventricular tachycardia (vt) ablation procedure using a safire blu ablation catheter, the pt expired. The pt presented with vt three days prior to the ablation procedure. Six different tachycardias were induced in the left ventricle during the procedure and two of them were terminated via ablation with the safire blu ablation catheter. During a fast episode of vt, the pt decompensated, CPR was administered, and the pt expired. The physician believes the pt had a vasovagal response during the procedure and sated there were no performance issues with any sjm device.